Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, the device sn / mn label added as original had incorrect gtin / revision, the cord retainer was found to be missing or broken and the device had potential tobacco contamination. During further evaluation of the device at the manufacturer's service center, the device failed the nurse call test step during testing. The device was not in patient use. The device's interface board was replaced to address the issue. Additionally, unrelated to the test failure, during further evaluation of the device at the manufacturer's service center, the device was found to missing the power cord clamp and tobacco contamination was found on components. Necessary parts were replaced to address the issues. Also, the porting block screw boss was found to be obstructed, and the obstruction was removed.